Manufacturer narrative:
The customer calibrated on (B)(4) 2011 but failed to run qc. After noticing the issue, they calibrated on (B)(4) 2011 and ran qc which was out of specifications low for some levels.qc run again was high for cl and low for na and k.a field service engineer (fse) went on-site, evaluated the instrument and found no issues. Ise health check data passed specifications.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erratic sodium (na), potassium (k), chloride (cl) and calcium (ca) results generated by the unicel dxc 800 pro synchron clinical system which were reported outside the laboratory.when the issue was noted, samples were rerun and reports were amended.there was no death, injury or change to patient treatment with regard to this event.